Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in poland, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. There were no issues with insertion of the devices. The valve was successfully deployed. There were no issues during the removal of devices. After removing the 14f esheath plus, the introducer protruded the liner by half of its length. There were also visible tears along the fold (identified as liner strands by the field clinical specialist). The final angio showed streaky, white lines indicating dissection, but appeared stable and safe. No actions were taken. The patient was noted as to be in stable condition. Sertion and device removal).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: the sheath liner was expanded and tip opened. The sheath liner was torn 16.5cm in length from distal tip. There are two liner strands of 4mm in length and 1mm in length at 15.5cm and 15.8cm, respectively, from distal tip. Sheath scratches noted along sheath shaft. Liner thickness was measured along the liner strand and liner tear. All measurements were found to be within the specification. Imagery was provided for review. Provided imagery was evaluated, and the following observations were noted: calcification at the patient access vessels, and minimum lumen diameter 5.0mm at the access vessel (as per IFU the minimal luminal diameter for an 14fr esheath plus is greater or equal to 5.5 mm). The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported liner tear and liner strands were confirmed based on evaluation of returned device. However, review of the DHR and lot history reviewed did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Regarding the reported liner tear, per 3mensio report evaluation, there was presence of calcification at the access vessel. Additionally, per device evaluation scratches observed on sheath shaft are an indicative of presence of calcification. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Regarding the reported liner strand, per 3mensio report evaluation, there was presence of calcification at the access vessel. In addition, the minimum lumen diameter of the access vessel was less than 5.5mm, as per IFU a minimum luminal diameter for use a 14f esheath plus should be greater or equal to 5.5mm. While no difficulty was reported during system advancement through sheath, these patient characteristics (undersize vessel, calcification) could create a challenging pathway by facilitating friction between the liner and crimped thv, making the liner susceptible towards damage. Calcification could also damage the exposed portion of the sheath liner via direct interactions with sharp calcium nodules, leading to immediate cutting/tearing or weakened liner. Compromised liner integrity could give rise a strand if compounded with device manipulation. It is possible that the crimped thv struts got caught on the sheath liner during this procedural step, leading to creation of a strand in the process. As such, available information suggests that patient (calcification, undersized vessels) and/or procedural (device manipulation) factors may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Regarding the reported system components interfere with access site/vasculature, damaging tissue, per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a product malfunction contributed to this event. Investigation results suggest that patient factors (diffuse calcification in iliac arteries with two measurement points borderline of 5.5mm and 5.6mm) might have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.